Event description:
The customer reported that the system would not boot up to full functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane, the 5 volt power supply, and the x-ray controller board. The system operates as intended.